Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to shower water. No further details provided). The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for twenty one days (drug names, doses, and frequencies not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.